Event description:
The customer reported that there was a low kvp/low ma displayed on the c-arm after first boot, there was no image was on the left monitor, and the system goes into the maximum technique. No patient was involved.

Manufacturer narrative:
(B)(4). The ge service rep removed and replaced the generator interface pcb, erased the program flash memory and redownloaded the calibration files using utility suite. The system operates as intended.